Event description:
Iab placed in pt at bedisde about 3am 7/12/96 due to hypotensive episode. Around 10-10:30 am iabp began to have helium loss alarm but no blood was noted in balloon catheter. Alarm persisted and blood noted in iab catheter at 11am and MDR was notified. Perfusionist in to check and confirmed leak in iab catheter. Iabp d/c about 7pm 7/12 by md. Tip of balloon was missing.